Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the speaker, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: catalog number, serial number, UDI, and h4 are unknown, corrected data: h6: health effects, clinical signs and symptoms or conditions.

Manufacturer narrative:
Device identification, operator of device and protocol number are unknown. No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'primary audible alarm' while infusing on patients and that it stopped infusing in each case. No patient injury reported.